Event description:
Device #2 malfunction: suture retrieval. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly tortuous femoral artery after an interventional procedure. Reportedly, when the needle "plunger was withdrawn, the suture didn't come out." The device was removed and a second proglide was used with the same results. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12673-03, lot #83007-6h is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.